Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that both tk11m kit 511s trocars, had torn gaskets. There was no consequence to the patient.